Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have an internal magnet placed on the fixture. This report is submitted january 31, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site, clinical management is ongoing.